Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and possible seroma-late.

Event description:
Patient reported right side "can't palpate the prosthesis," "smaller than left prosthesis," and "not possible to feel because it is soft as if it had busted." Healthcare professional confirmed rupture and additionally reported "anechoic liquid content" and "homogeneous liquid content and regular and echogenic walls without signs of contracture." Device remains implanted.